Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when removing the guide from the catheter, a deformation of the guide in "z" shapes occurred. The guide was not able to be removed properly. Therefore, the full device had to be removed. This removal was difficult with a risk of vessel damage. The thermoformed guide was bent/kinked during removal. A new catheter was inserted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when removing the guide from the catheter, a deformation of the guide in "z" shapes occurred. The guide was not able to be removed properly. Therefore, the full device had to be removed. This removal was difficult with a risk of vessel damage. The thermoformed guide was bent/kinked during removal. A new catheter was inserted.